Manufacturer narrative:
Visual examination of the returned product identified the stem of the device has fractured at one of the notches locations. There are wear marks visible on the handle of the device. The fractured off piece was not returned. Device has an approximate field age of 4 years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the depth gauge tip broke. There was no patient impact or delay.there is no additional information available at the time of this report.